Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Draw volume test were performed on 10pcs retained samples, all results meet the specification. No returned actual defect samples for investigation, so we can¿t performing in-depth investigation. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a low draw issue occurred."